Manufacturer narrative:
(B)(4). Date sent: 8/23/2023. Additional information was requested and the following was obtained: was this an open procedure or vats case? [Ans: vats]. Did the patient receive any preoperative chemotherapy or radiation? [Ans: no information]. Was the vein stapled inside or outside the pericardium? [Ans: outside]. Were there enlarged lymph nodes near hilar vessels? [Ans: no information]. Were there any clips in area of pulmonary vein? [Ans: no]. How was the post-op bleeding identified? [Ans: visual observation]. How many days postoperative was the bleeding identified? [Ans: it was found intra op]. What was the total estimated blood loss (ml)? [Ans: no information]. Was a transfusion required? [Ans: yes]. How was the bleeding addressed? [Ans: no information]. What was the pre and postoperative anti-coagulant and pain management protocol? [Ans: no information]. Was the bleeding intraluminal or extraluminal? [Ans: intraluminal ].

Manufacturer narrative:
(B)(6). Date sent: 8/3/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that the dr working on a left upper lobe lobectomy. He was using pve35a to ligate pulmonary vein. After firing, and open the jaw, bleeding was found. Dr claimed that there was staple malformed/misformed which cause the bleeding.